Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for pseudoaneurysm based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date: unknown due to unknown product code/lot number; UDI - unknown due to unknown product code/lot number; implanted date: unknown due to unknown date of event; explanted date: device was not explanted; device manufacturer date - unknown due to unknown product code/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided, which prevented a meaningful review of the device history record.

Event description:
Per literature review: the article entitled, 'endovascular aortic arch reconstruction with parallel grafts: a dilemma of excessive endograft oversizing'; acta cardiol sin 2020; 36:351-359. In a study that involved 25 patients that underwent tevar (thoracic aortic endovascular repair). One patient required the left common carotid artery to be accessed. Once the procedure was completed, an 8fr angio-seal was used to close the site. Later it was found that the patient developed a pseudoaneurysm at the site of access. Nothing is known of how the device failed, it was thought that it was probably due to the unreliable withdrawn of the angio-seal.